Event description:
It was reported to medtronic neurosurgery that several months after the device was implanted, the pt experienced waist pain. According to the report, the peritoneal catheter was found to be broken, so the shunt was explanted.

Manufacturer narrative:
The device was not returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.